Event description:
It was reported by the patients representative, that the patient was having some health issues and had concerns about the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.